Event description:
The customer called to report a motor error alarm during priming. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The customer was offered a replacement insulin pump, but she declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.